Event description:
Pt states "back of the device broke off". Pt states large "straw-like" part of device removed from their heart. Pt states they requested the device x 3 and the facility stated they discarded the device.